Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that the pocket was infected. It was unknown what factors may have led to the issue. The ins was explanted and it was noted that the issue was resolved at the time of the report. No device issues were reported. No further complications were reported/anticipated.